Event description:
It was reported that removal difficulty was encountered. A 035/260/1 (bx/1) amplatz super stiff guidewire was used to close an atrial septal defect (asd) with a non-boston scientific (bsc) septal occluder. However, during withdrawal, a slight tug or pop was felt. The guidewire was pulled all the way out of the septal occluder. Upon inspection, it was found that the flexed or floppy end of the guidewire had been stretched. A fluoroscopy was performed to ensure that no pieces of the wire remained in the body. No patient complications were reported.